Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign object in the nozzle, the objective lens adhesive, the in light guide lens adhesive and the curved rubber. There was no physical damage found in the object in the nozzle, the objective lens adhesive, the in light guide lens adhesive. However, physical damage was observed on the plastic distal end cover. Olympus confirmed there was no deviations from the reprocessing steps in the instructions for use. Therefore, a definitive root cause cannot be determined. The event can be detected and prevented by following the instructions for use (IFU) sections: the detection method is described in the instruction manual gif/cf-170 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign materials in the nozzle, probe cover, adhesive around the objective lens, adhesive around the light guide lens, and the bending section cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.